Event description:
It was reported by the customer that experiencing larger than expected size of air after the air-in-line detector. This had happened five times since implementation with chemotherapy infusions. This was reported to bd representatives during their site visit. There was patient involvement but unknown impact.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had air was detected after air in line detector was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.